Manufacturer narrative:
This report is being supplemented provide additional information that was received from the user facility and to provide additional information based on the legal manufacturer's final investigation. Additional information obtained identifies the device was cleaned, disinfected, and sterilized before it was sent to olympus. There was no time lag between the end of clinical use and the start of precleaning. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer immersed the endoscope in the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material could not be identified. Hence, a definitive root cause of the foreign material remaining in the subject device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found because the suction tube was detached, water tightness was lost. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a chip. Due to clogging of nozzle, water removal ability did not meet the standard value. Suction cylinder was shaved. The plastic distal end cover had a scratch. Connecting tube had a dent. Connecting tube had a scratch. Connecting tube had coating peeling. Light guide lens had discoloration. Objective lens had discoloration. Scope connector cover unit had a scratch. Forceps elevator lever had a scratch. Forceps elevator knob had a scratch. Right/left knob had a scratch. Up/down knob had a scratch. Due to dirt on objective lens, there was a lack of image on the monitor. Forceps channel port was shaved. Scope cover had scratch. Suction connector had corrosion. Suction connector had a scratch. Plug unit had a scratch. Universal cord had a scratch. Grip had a scratch. Control unit had a scratch. Switch box had a scratch. Due to a scratch on objective lens, flare occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the videoscope had insufficient angle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.